Manufacturer narrative:
The device was evaluated. Visual inspection on the returned device using the naked eye found no evidence of a leak at the attachment site (distal luer). The blue winged luer cap felt securely tightened. No evidence of ¿milky color¿ was observed in the solution in the tubing. The solution was observed to be transparent. The unit was monitored until the next day. The next day, no signs of leakage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor appeared to be leaking from the attachment site, and the solution in the tubing appeared to be a "milky" color. The device had been filled with 4600mg fluorouracil in 115ml 0.9% sodium chloride solution. This was noticed before patient use. There was no patient involvement. No additional information is available.